Manufacturer narrative:
The initial MDR 1226181-2016-00093 was filed on february 29, 2016. A siemens headquarters support center (hsc) specialist reviewed the sample data and determined that the customer did not follow the tube manufacturer's recommendations for centrifugation time and speed. Siemens recommended that the customer handle samples in accordance with the tube manufacturer's specifications. The hsc specialist recommended that the customer follow proper pre-analytical sample handling procedures. The cause of the discordant, falsely low vancomycin result on one patient sample is unknown. (B)(4).

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the aliquot drain and aliquot probe, which had torn film. The cse then cleaned all aliquotter contact points and auto-aligned the aliquotter and reagent shuttle 2. The cse performed a quick check and precision testing and ran quality controls, all of which were acceptable. The cause of the discordant, falsely low vancomycin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument and on an alternate dimension vista instrument, resulting higher both times. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin result.